Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. Additionally, the battery was reported to be depleting quickly. On (B)(6) 2016 the battery gauge dropped form 75% to 20% in 30 minutes. There was no impact to the customer's blood glucose level. It was indicated the customer had manual injections as alternate insulin therapy available.